Manufacturer narrative:
Batch review performed on 24 january 2022 lot 2011566: 65 items manufactured and released on 03-feb-2021. Expiration date: 2026-jan-24. No anomalies found related to the problem. To date, 47 items of the same lot have been sold without any similar reported event. Additional components involved: ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot. 2103156: 388 items manufactured and released on 01-july-2021. Expiration date: 2026-jun-15. No anomalies found related to the problem. To date, 322 items of the same lot have been sold without any similar reported event. Liner: mpact 01.32.3648hct flat pe hc liner ø36/f (k103721) lot. 2000183: 200 items manufactured and released on 10-march-2020. Expiration date: 2025-feb-19. No anomalies found related to the problem. To date, 182 items of the same lot have been sold with 2 similar reported event. Cup: mpact 01.32.158dh acetabular shell ø58 two-holes (k132879) lot. 2104466: 92 items manufactured and released on 28-june-2021. Expiration date: 2026-jun-13. No anomalies found related to the problem. To date, 52 items of the same lot have been sold without any similar reported event.

Event description:
At 1 month after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon removed all implants, performed a washout and then re-implanted the patient with permanent hardware. The surgery was completed successfully.